Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was not returned with original packaging and the device has debris does not appear to have any missing material as stated in the complaint no physical damage is visible to the device. A functional evaluation of the returned device found that device does work. Device was hooked up and powered up. Device passed all functional test, device functioned as per manufacture spec. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the surgery when the helicut was activated, metal flake was made in the patient's joint. It is unknown if all the pieces were removed. It is unknown how the procedure was completed. No delay and no patient injury or other complications were reported.